Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that luminometer errors were triggered by the advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. After inspecting the instrument, the cse: cleaned and inspected the luminometer; replaced the acid and base pumps, valve and tubing; primed the acid line; ran a dispense tests for the acid/base pump, dark counts, and quality controls (qcs), and all the tests and qcs recovered acceptably. There were no other luminometer errors noted post service. The malfunctioned acid/base pumps potentially contributed to the discordant thyroid-stimulating hormone 3-ultra (tsh3-ul) and free triiodothyronine (ft3) results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported that discordant thyroid-stimulating hormone 3-ultra (tsh3-ul) and free triiodothyronine (ft3) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), and some physician(s) questioned the results. The customer provided the discordant, falsely low tsh3-ul result obtained on one patient sample. The customer reported that based on the discordant, falsely low tsh3-ul result, the patient was diagnosed with grave's disease and was prescribed medication. The sample was repeated on an alternate advia centaur instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s), and the medication order was cancelled. The customer did not provide the test results obtained on the other patient samples, but indicated that some results needed to be corrected. There are no reports of patient intervention or adverse health consequences due to the discordant tsh3-ul and ft3 results.